Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that a sensor was inserted that appeared to be shorter than usual. The customer indicated that the sensor glucose reading was unknown but the blood glucose was 160 mg/dl. Troubleshooting advised customer that the device would be replaced and to return the sensor for analysis.